Event description:
It was reported that the user missed a meal announcement, after which blood glucose rose to 247 mg/dl and the ilet pump delivered correction insulin that brought glucose into range. During the call the glucose declined from 139 mg/dl with a downward trend and 5.8 units of insulin on board, and ultimately stabilized at 94 mg/dl without alerts or alarms. Symptoms included hyperglycemia and early hypoglycemia sensations described as lightheadedness. Outcomes included self-resolution of symptoms and no medical intervention or hospitalization. Investigation included customer care assessment and troubleshooting with education on meal announcements and monitoring while the system automated corrections. Investigation of this case revealed normal automated insulin delivery performance with no pump malfunction, and the event was consistent with user management factors related to a missed meal announcement rather than a device or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related, associated with missed meal announcement and appropriate device behavior.